Event description:
Pt had fracture femur after left total knee arthroplasty. Retrograde nail inserted; nail started to back out. Pt taken to or and locking screws placed. The following day presents with open area on lateral aspect of left thigh draining purulent fluid. Appears the screw is backing out. The following day or: debridement of left thigh with removal of screw.